Event description:
It was reported that during an unspecified procedure, balloon rewrap difficulty was encountered. The lesion was located in the moderately calcified mid left anterior descending (lad) coronary artery. A 7f sheath was inserted, the ultra 2 monorail cutting balloon was advanced to the lesion for predilatation, and the balloon was inflated twice. The number of atms reached during each inflation is unk. The cutting balloon was not rotated between inflations, nor was it pulled back into the guide catheter/sheath between inflations. Following balloon dilatation, the physician noted balloon rewrap difficulty. Slight resistance was also noted during catheter withdrawal. Subsequently, the procedure was not completed and the pt was referred to surgery. Further info has been requested, but has not been received to date.